Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five syringe s2 5ml experienced difficult plunger movement. The following information was provided by the customer: when you push the syringe plunger it is not smooth, it jumps forward every time which can cause issues depending on the substance being injected. Its supposed to be smooth push all the way down, but this syringes jam up and when it does move it jumps forward, this means that if you want to inject any substance, removing the air bubbles from the syringe is next to impossible without loosing all the content. I have wasted 5 syringes, 5 needles and medicine last night.

Event description:
It was reported that five syringe s2 5ml experienced difficult plunger movement. The following information was provided by the customer: when you push the syringe plunger it is not smooth, it jumps forward every time which can cause issues depending on the substance being injected. Its supposed to be smooth push all the way down, but this syringes jam up and when it does move it jumps forward, this means that if you want to inject any substance, removing the air bubbles from the syringe is next to impossible without loosing all the content. I have wasted 5 syringes, 5 needles and medicine last night.

Manufacturer narrative:
Investigation: bd has been provided with 95 samples for catalog 309050 lot 1809126 to investigate for this record. After the analysis of the samples, the high sliding force to glide the plunger rod in the barrel was apparent verifying the reported issue. The reported functionality defect is produced by improper injection in the barrel filling phase. It could occur cause if there is a particle inside the mold that produces stripes in the internal wall of the barrel. In extreme cases, that issue could produce functionality problems during the use of the syringe. DHR showed no indication of the alleged defect.